Manufacturer narrative:
**UDI related data quality updates only**. D4 as requested by the FDA UDI helpdesk team, this is a supplemental report explaining why the unique device identifier (UDI) information in section d4 of verathon's initial report submission was left blank. The subject device was manufactured and labelled prior to the UDI compliance date for class I medical devices. Therefore, and as confirmed by the FDA UDI helpdesk team, the UDI requirements for its associated MDR do not apply.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image displayed static and poor picture quality due to a loose hdmi connection with the cable. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the reported glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned smart cable and was able to confirm the reported image failure. Upon visual inspection, the hdmi connector appeared damaged with the metal shroud missing. When connected to known, good, test verathon equipment, the cable produced a poor-quality image with green tint. The customer's cable failed verathon's device functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of the evaluation, the device was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.